Event description:
It was reported that after three coils were successfully implanted in the aneurysm, resistance was encountered as the fourth coil was being deployed and the microcatheter lost position. The physician re-accessed the aneurysm, but was not able to deploy the coil into the aneurysm. As the coil was being removed from the patient it broke and a portion of the coil protruded from the aneurysm to the cavernous portion of the internal carotid artery (ica). Imaging revealed a thrombus at the base of the aneurysm and was occluding the anterior cerebral artery (aca). 11mg of reopro was administered intra arterially and intravenously to successfully recanalize the aca. The physician then attempted to remove the coil using two snare devices but could only remove a piece that had been in the cavernous portion of the ica. The remainder of the coil was not able to be removed and remained in the patient. Following the procedure, it was reported the patient suffered a stroke. The patient is suffering from hemiparesis, impaired speech and consciousness and remains in the hospital.

Manufacturer narrative:
Additional information from the user facility stated the anatomy was quite tortuous with a 180 degree turn in the internal carotid artery.

Event description:
It was reported that after three coils were successfully implanted in the aneurysm, resistance was encountered as the fourth coil was being deployed and the microcatheter lost position. The physician re-accessed the aneurysm, but was not able to deploy the coil into the aneurysm. As the coil was being removed from the patient, it broke and a portion of the coil protruded from the aneurysm to the cavernous portion of the internal carotid artery (ica). Imaging revealed a thrombus at the base of the aneurysm and was occluding the anterior cerebral artery (aca). 11 mg of reopro was administered intra arterially and intravenously to successfully recanalize the aca. The physician then attempted to remove the coil using two snare devices but could only remove a piece that had been in the cavernous portion of the ica. The remainder of the coil was not able to be removed and remained in the patient. Following the procedure, it was reported the patient suffered a stroke. The patient is suffering from hemiparesis, impaired speech and consciousness and remains in the hospital.

Manufacturer narrative:
Conclusion: anticipated procedural complication. A device history record review confirmed that the device all met material, assembly and performance specifications. The device remains implanted so was not available for evaluation. From the information provided there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. The risk of coil breakage and protrusion are noted in the directions for use: "caution: if target coil repositioning is necessary, verify under fluoroscopy that the coil moves with a one-to-one motion. If the coil does not move with a one-to-one motion or movement is difficult, the coil may have stretched and could possibly migrate or break. Gently remove both the coil and microcatheter and replace with new devices." And "warning: verify there is no coil loop protrusion into the parent vessel after coil placement and prior to coil detachment. Coil loop protrusion after coil placement may result in thromboembolic events if the coil is detached." Stroke and thrombosis are known and anticipated complications to these types of procedures and is listed as such in the dfu. Therefore it was determined that the reported event adverse event was an anticipated procedural complication.